Manufacturer narrative:
Device was used for treatment, not diagnosis. Facility reported: product problem. Reported date. FDA report date: date FDA received report. Location of event. Device evaluated by mfg. Medwatch report: patient information not available for reporting. Date of event: unknown. Other partial UDI: (B)(4) unknown lot. Original implant date unknown. Not explanted, only a portion of the screw was removed in (B)(6) 2014. Initial reporting facility unknown. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not expected to be returned for manufacturer review/investigation. Device not available for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from department of human services; this report is (B)(4). This maude report documented a nonunion of the talar neck fracture. A broken cortex screw was found on radiograph and a portion of the same was removed. Other unknown screws were implanted. No additional information available. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Remove verbiage "only a portion of the screw was removed in (B)(6) 2014" and replace with "only a portion of the screw was removed." Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.